Event description:
Kimberly-clark received a report stating, "states patient on table with needles already placed in spine. Pump mapping failure occurred." Case had to be aborted. No patient injury or medical intervention required. The pump was filed as report #1033422-2013-00010. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The pump cable has been returned to kimberly-clark for analysis. Evaluation is in progress, therefore we are not able to determine the root cause for the reported event at this time. If any additional relevant information is identified once the device is evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.